Event description:
Boston scientific received information that the right atrial lead had dislodged. The lead was explanted. Another lead was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.